Manufacturer narrative:
Investigation: three actual samples in opened packaging were returned for investigation. The actual samples were subjected to visual inspection. White fm was observed on the needle cover of the returned samples. The white fm was subjected to fourier transform infrared spectroscopy test. The ftir results showed that the spectrum of white fm matched the spectrum of top web material. From the ftir results, we can conclude that the white fm was coming from top web. A scar 14-073 was issued to the top web supplier to investigate on the nonconformance. A corrective action had been implemented by supplier to increase the gap between the top and bottom rollers of the top web rewinding machine. This is to eliminate the moving or pressing force on the coating surface. The affected batch was produced after the corrective action has been implemented. DHR review: device history record of packaged needle batch 6336353, catalogue number 382444 and its assembled needle batches 6323111, 6323087 and 6323088. Part number 8301333 was reviewed. No quality notification was raised for similar nonconformance during the production of this batch. Returned to manufacturer on: unknown. The date received by manufacturer has been used for this field.

Manufacturer narrative:
PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that foreign matter was found in a bd angiocath¿ plus 18 g x 1.16 in. Before use. No injury or medical intervention.